Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels since the night before the call. Customer reported blood glucose levels up to 414 mg/dl. Blood glucose level at the time of the call was 223 mg/dl. The customer reported that the insulin pump had not returned any error alarms. The customer was advised to call back to troubleshoot. The insulin pump was not replaced or returned for analysis.